Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the x-pedion guidewire punctured the apollo catheter. The patient was undergoing surgery for treatment of arteriovenous malformation (avm) . It was noted the patient's vessel tortuosity was normal. It was reported that the apollo microcatheter was prepared per the instructions for use (IFU). An x-pedion 10 guidewire was used to navigate the microcatheter to the avm location. The guidewire was then removed, and contrast was injected through the apollo. Once the apollo reached the avm, the surgeon correctly used the dmso to flush the system. Onyx injection began, but once the onyx reached the distal tip of the catheter, it was noticed a minimum amount of onyx was escaping from a lateral wall of the distal tip of the catheter. It was evaluated that it posed no threat to the patient or treatment as the onyx advanced to the avm nidus, and the treatment was completed without any further issue or complication. It was thought the guidewire punctured the apollo. There was no friction or difficulty inserting the guidewire, no other damage was observed to the apollo, and there was no kink or damage to the guidewire. Ancillary devices include an envoy guide catheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the guidewire used was that which was included with the hyperglide occlusion balloon (model: 104-4113, lot:a946684). This was the first and only guidewire used with the apollo catheter. The physician didn¿t recall shaping the guidewire tip as there was no significant tortuosity to access the avm.